Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> DHR reviewed. 1 unrelated non-conformance on this batch. Final micro and sterility tests passed. Complaints review. A complaint database search on the provided lot number found 5 additional reports related to ampoules breaking irregularly. There are an additional 3 unrelated complaints. Total complaints for this lot number: 9 related: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that both of the glass cement vials broke irregularly in the case causing glass to be broken on the back or table. It was not the normal clean breakage that was accustomed to see. No glass pieces were dropped in the cement mixer. There was no surgical delay.